Event description:
A customer reported to beckman coulter (bec) that a bloody leak of approximately 10 ccs was noticed under the differential mixing chamber and valve (vl45) on the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and face protection at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection to this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the differential sample tubing along with the waste I-beam tubing connected under the differential mixing chamber. The leak was resolved following the tube replacements. The fse verified the instrument per established procedure; result meet published performance specification. Data was documented in customer qc records. Failure mode was related to the sample tubing and I-beam tubing at the differential mixing chamber (B)(4).